Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found.. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records reviewed and indicated that on (B)(6) 2017, the patient underwent a primary left knee arthroplasty to address osteoarthritis. Depuy products and cement were used. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a left knee revision to address infection, pain, swelling, erythema, and stiffness. The surgeon identified the issue as acute hematogenous sepsis. The surgeon revised the tibial insert, performed an irrigation and debridement, and placed antibiotic pellets. There were no indicated intra-operative complications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address infection on (B)(6) 2017, the patient underwent a primary left knee arthroplasty to address osteoarthritis. Depuy products and cement were used. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a left knee revision to address infection, pain, swelling, erythema, and stiffness. The surgeon identified the issue as acute hematogenous sepsis. The surgeon revised the tibial insert, performed an irrigation and debridement, and placed antibiotic pellets. There were no indicated intra-operative complications. Date of implantation: (B)(6) 2017. Date of revision: (B)(6) 2021. (Left knee). Treatment: washout I&d with revision of tibial insert